Manufacturer narrative:
Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported an motor: aseptico dtc was running to slow. No injury.

Manufacturer narrative:
Investigation completed. Model: aeu-25t; ae-4b-30; ae-7p; 840001. Serial #: (B)(6). Opening comments by jamie: loses speed when applying pressure. Closing comments: console replaced overlay, updated software to tul06, tested okay. Motor (B)(4) repaired the cable, replaced both bearings and o-rings, tested okay. Foot pedal and the pwr cord tested okay.